Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial right knee replacement surgery on (B)(6) 2014, where he was implanted with an optetrak device. On (B)(6) 2022, plaintiff underwent right knee revision surgery, approximately 8 years 1 month post initial procedure, to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.